Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to shell loosening. A 56mm trident psl ha cluster shell, x3 liner, ceramic head and sleeve were revised to a competitor shell and liner with a stryker femoral head. Rep confirmed that there were no allegations or intra-operative findings against the liner, head, or sleeve. Rep reported that no further information will be released by the hospital or surgeon.